Event description:
Hcp reports pt experienced withdrawal symptoms including pain, increase of spasms, and weight loss. At refill a volume discrepancy was noted the full amount of the last refill was withdrawn. Pump and catheter were tested after experiencing above symptoms. Pump testing revealed no problems. Catheter was occluded. Pt chose to not have catheter replaced. Pt had entire system explanted and was placed on oral medications.